Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but has not been completed. Preliminary investigation states there was no leak in the cuff and the cuff pressure reached 80cm/h20. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occured in (B)(6). It was reported that a patient accidentally removed the portex® cuffed blue line ultra® suction aid tracheostomy tube while in respiratory use. Patients hand had been suppressed, but the removal of the tube called the nurse. There was not any patient injury known.

Manufacturer narrative:
The reported 7.5mm suctionaid tracheostomy tube was returned for investigation. The sample was received without its original packaging and showed signs of use. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no holes were detected in the device cuff or pilot balloon. During functional testing, a syringe was used to inflate the device cuff and the pilot balloon; no leaks were observed upon inflation. The inflated device was then left to rest for 1 hour; no deflation was observed. Investigation found the returned device to operate as intended. (B)(4).